Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.

Event description:
The stent dislodged from the balloon prior to deployment. The stent and the sheath were retrieved.

Manufacturer narrative:
The complaint details provided indicate that the stent was dislodged in the introducer sheath. It is unclear as to where along the introducer sheaths length that the stent was dislodged. As this was a case where there was a cook zenith 3x fenestrated aaa endovascular graft with zenith flex aaa endovascular graft iliac leg this could be considered challenging conditions. The returned stent was located proximal of the balloon up the catheter shaft towards the inflation manifold. An evaluation of the dimensions of the crimped stent was performed. The stent diameter was measured and compared to the crimped stent data that was obtained by reviewing the quality inspection data. The stent diameter was slightly larger than that of a fully crimped device and is slightly larger due to the stent being dislodged and traveling up and over the folded balloon. The balloon apparently had been inflated at some point during the procedure as it appeared to have been fully inflated. The crimped stent leaves impressions of the stent frame on the surface of the balloon (the impressions indicate if the stent was properly crimped). The stent delivery system balloon clearly showed the impressions of the stent indicating that the stent was properly crimped during the manufacturing process. The introducer sheath used in the case was also not returned therefore it could not be inspected for damage or kinking. Conclusion: the returned device was evaluated and atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
No sample has been returned therefore an evaluation of the stent delivery system could not be performed. The complaint details provided indicate that the stent was dislodged in the introducer sheath. It is unclear as to where along the introducer sheaths length that the stent was dislodged. As this was a case where there was a cook zenith 3x fenestrated aaa endovascular graft with zenith flex aaa endovascular graft iliac leg this could be considered challenging conditions. No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed. As the stent delivery system was not returned, the stent could not be inspected for appropriate crimping impressions (the crimped stent leaves impressions of the stent frame on the surface of the balloon - the impressions indicate if the balloon was properly crimped). The introducer sheath used in the case was also not returned; therefore the introducer sheath could not be inspected for damage or kinking. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conforming devices. No stents were dislodged during this testing. Based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.